Manufacturer narrative:
A ge healthcare service representative provided technical support to assist customer troubleshooting. Suggested repair actions have been provided to the customer. The customer is responsible for the repair of this system.

Event description:
The hospital reported that, during the preoperative checkout, it was noted that the alarm speaker was not functional. There was no report of patient involvement.